Manufacturer narrative:
Plant investigation: a sample was returned to the manufacturer and an evaluation was performed. Damage was found on the cassette film and the reported leak was confirmed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A definitive conclusion regarding the reported incident could not be reached and a cause could not be identified.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from cassette and within the cycler at drain 2 of 5 of pd treatment. The patient reported receiving a patient line is blocked alarm prior to leak. It is unknown at which point in therapy the leak may have began. The source of the leak is unknown. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient reported that treatment was completed with continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available. Provided sample return instructions and shipped sample return kit. The reported cycler has been returned to the manufacturer for physical evaluation.